Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 148 post insertion. The sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4.date of this report 14 may 2024 d9 device available for evaluation? Yes, 22 april 2024 g3.date received by the manufacturer? 10 may 2024 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 3231 h6. Investigation conclusions updated to 4307.

Event description:
On february 29, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.